Manufacturer narrative:
The complaint of a leak cannot be confirmed from the insyte autoguard needle that was provided for investigation. The returned needle was received fully retracted within the safety mechanism. What appeared to be blood residue was visible within the flash chamber, which indicates that the needle was used to access a blood vessel; however, the presence of blood in this location did not confirm the reported leak. No blood residue was observed on the external surface of the flow control plug. No damage or defects were identified on the shielded needle, and no evidence of a leak was observed. Without the IV catheter, it could not be determined if the reported leak was a result of a damaged catheter. There were no other similar complaints from the implicated lot. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the device leaked beyond the bc feature. I performed an IV insertion today and when I depressed the button to retract the needle after a successful access, I felt something hit my arm. After, I secured the IV catheter, I looked at my arm and there was a small amount of blood splattered on my forearm. From what I can tell, the blood came out of the back of the needle housing.